Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu454515j/14379805 and tgu373715j/13964418) to treat a type b aortic dissection extending from the distal aortic arch to the descending thoracic aorta. Prior to implantation of the endoprostheses, debranching to the left common carotid (lcca) and left subclavian arteries (lsa) was performed to maintain blood flow to the branch vessels of the aortic arch. The lsa was also embolized. Two endoprostheses were deployed just above the lcca. Final angiography revealed that a primary entry tear was successfully excluded, and the patient tolerated the procedure. On (B)(6) 2016, a follow-up computed tomography (CT) did not reveal any problem to the patient. On (B)(6) 2016, the patient was lying with asystole in a restroom, and emergent resuscitation was performed. However, it was not successful and the patient expired. A post-mortem CT revealed a retrograde aortic dissection extending to the ascending aorta. Reportedly, as an autopsy was not performed, a possible cause of the retrograde aortic dissection was not known.